Event description:
I had coolsculpting in 2014. I had a brain aneurysm a few months later. I have had CT scans performed before that time and there was no indication of a potential aneurysm. I did have high cholesterol before the coolsculpt.